Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a case in aortic position by transfemoral approach, the patient had extremely tortuous anatomy which the commander delivery system and the 29mm sapien 3 valve could not successfully navigate. The valve had to be removed via surgical cut down due to inability re-introduce into the 16fr esheath, as to not damage the iliofemoral arterial system when removing the valve.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. The complaints for difficulty tracking system through anatomy and difficulty or inability to withdraw system with valve through sheath were unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "the 29mm s3 valve could not successfully navigate in a 90-degree loop in the descending aorta. The patient had extremely tortuous anatomy." Tortuosity can create challenging pathway during the delivery system advancement through the patient's anatomy. Additionally reported, "the valve had to be removed via surgical cut down due to inability re-introduce into the 16fr esheath, as to not damage the iliofemoral arterial system when removing the valve." With tortuous patient anatomy, the delivery system (with crimped valve) was likely retrieved in a non-coaxial angle through sheath distal tip, which likely resulted in delivery system and/or crimped valve onto the sheath tip during delivery system retrieval through sheath. Without the return of the complaint device or applicable imagery, a definitive root cause was unable to be determined at this time. However, available information suggests patient factors (tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.